Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 67743be01. A review of tracking and trending for the alinity I syphilis tp assay (list number 07p60) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot number 67743be01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false nonreactive results were obtained, showing that the lot generates the expected results. Based on our investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent, lot number 67743be01.

Event description:
The customer reported false nonreactive alinity I syphilis tp results on a patient, which were discrepant with other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): initial = 0.2 s/co (nonreactive); repeat result = nonreactive (specific value not provided) elisa and tppa results = positive. Rpr result = negative. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-21/-31, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive alinity I syphilis tp results on a patient, which were discrepant with other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): initial = 0.2 s/co (nonreactive); repeat result = nonreactive (specific value not provided) elisa and tppa results = positive rpr result = negative there was no impact to patient management reported.